Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint can be observed on the returned photo. The reporting facility did not provide a lot number or any identification of the product. Photo provided shows an implanted iol. There appears to be marks/lines on the optic surface. Based on our observation of the attached photo, there appears to be marks/lines on the optic surface. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two years after the intraocular lens (iol) implantation surgery, the lens was identified with anterior surface haze in the slit lamp photo and the lens was implanted two years ago.